Manufacturer narrative:
The reported event was confirmed. Based on the information provided to abbott and the investigation performed, the cause for the reported cancellation was due to bent and broken pins in the connector assembly. It is unknown how the damage occurred. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and found to be complete.

Event description:
During the procedure, an amplifier error displayed. During troubleshooting the connector was observed to have bent pins. There was no replacement device available so the procedure was cancelled.